Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump did not pass the displacement test. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime and displacement test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.